Manufacturer narrative:
Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Mayfield triad skull clamp (a1108) was returned for evaluation. The reported complaint was confirmed via inspection of the unit. Unit received with the lock having rotational and lateral movement and a residue buildup was present. The lock had new components added to replace worn internal parts. Unit needs to be machined to have heli-coils added to the large starburst threads. General maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that mayfield triad skull clamp (a1108) was not consistently holding head steadily. It is unknown if there was patient involvement; however, no surgical delay has been reported.